Event description:
Customer reported a false positive hcg. The customer further reported that when sample was run on another analyzer, the result was negative. As a result of the positive test result, a patient treatment was cancelled. Customer also reported borderline and false positive results with a negative control.